Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced an elevated blood glucose level (bg) of "high" although specific value not provided. Reportedly, customer delivered too large of a bolus, which subsequently increased their bg level. Bg was addressed correction bolus via pump. Tandem technical support conducted systems check and the pump was functioning as intended.